Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. Reportedly, the customer wears the pump against their skin and there was a temperature change prior to the occlusion alarm occurring. Blood glucose level was 153mg/dl. A system check was performed and the pump performed as intended. No damage was noted to the infusion set cannula. Tandem technical support advised the customer to prevent temperature changes to the pump. An infusion set change was performed and insulin deliveries were resumed.